Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. There was a cut on the s-connector boot was noted, causing a gap between the back covers, though the wire length was intact. The scope leak check test failed. There was a crack in the distal end adhesive. The insertion tube had buckles near the boot and a dent. The plastic cover had deeps dents noted. Small chips were discovered on the lens. A white dot was noted on the image itself. The camera switch was damaged. The control body was missing the name plate. Minor scratches were on the light guide tube. The control knob and angulation were low. The control knob movement was in the 'play' position. All of the labeling were peeling. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the sheath of the evis exera ii gastrointestinal videoscope was torn in half during reprocessing. There was no patient involvement during this event.